Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-29; product serial number: (B)(6); product type: 0195-heart valves; implant date: na; explant date: na; medtronic product ID: l-evolutfx-2329; product lot number: 0013107268; product type: 0195-heart valves; implant date: not-implantable; explant date: na; medtronic product ID: evfxplus-29; product serial number: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026; explant date: na; medtronic product ID: d-evolutfx-2329; product lot number: 0013274837; product type: 0195-heart valves; implant date: not-implantable; explant date: na; medtronic product ID: l-evolutfx-2329; product lot number: 0013160305; product type: 0195-heart valves; implant date: not-implantable; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the evolut fx+ transcatheter aortic valve, annulus measurements were borderline for valve sizing (annulus perimeter 72.3, between 26 fx+ and 29 fx+) and mild calcium was noted on the pre-procedure assessment. A 29 mm valve was selected based on anatomy, and no pre-implant balloon aortic valvuloplasty (bav) was performed. During deployment attempts, the valve consistently slipped ventricularly and was positioned too deep to proceed to final deployment, and three recaptures were performed. It was determined that the 29 mm valve size was too large and switched to a 26 mm valve, which was implanted to a satisfactory depth. A post-implant bav was performed with a 23 mm balloon for suitable expansion after the 26-valve implant. Mild paravalvular leak was observed on angiography, and a final gradient of 5 mmhg was reported. After the procedure, partial calcium fusion between the left coronary cusp and right coronary cusp was identified, which had not been observed during computed tomography workup, and it was noted that a pre-implant bav may have made the 29 mm valve more stable on deployment. No patient complications have been reported as a result of this event.